Event description:
Information received indicates the steer caster is spinning while in brake.

Manufacturer narrative:
The technician found the caster and bearings worn. The technician replaced the caster and bearing to repair the bed.